Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related tot the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The august 2015 angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode. "Extension leg detached". No adverse trends were identified. The reported complaint description cannot be confirmed nor a root cause identified, since no sample was returned for evaluation. Angiodynamics manufacturing process controls for this device include multiple visual inspections for damage or defects as well as 100% leak testing and guidewire inserting testing to check for occlusions.

Event description:
As reported, patient came to hospital emergency room w/an implanted hemodialysis catheter which had fractured at the extension leg location. The device was successfully removed and no complications to the patient were reported. The used device was discarded at the hospital.